Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing difficulty sleeping and suffering from systems of the machine. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing difficulty sleeping and suffering from systems of the machine, headache, dizziness, restlessness, sleep issues, memory fog/comprehension issues, anxiety and depression.. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination the device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation . The manufacturer observed dust contamination in the device and are consistent with being from an external source. Section(s) b1, b2, has changed related to the complaint changing from the reported product problem to adverse event . Section h1 has changed to reflect a serious injury. Section h6 clinical code, health effect- impact code, type of investigation findings and investigation conclusions has been updated.